Event description:
It was reported that the 9600 system displayed a "bad iris pot" error. Reboot was required to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into svc.